Event description:
An article in the seminars in ultrasound CT and MRI presented a review of the current literature pertaining to thoracic endovascular aortic repair (tevar), with emphasis on the role of intravenous contrast-enhanced multi-detector computed tomography (CT), which is the primary pre- and postoperative imaging tool. This article describes a (B)(6) man with a descending thoracic aortic dissection repaired by tevar. An mpr from IV contrast-enhanced CT after tevar images show a stent positioned in the arch and descending aorta with no complications. Residual dissection is seen in the abdominal aorta. The patient was noncompliant with medication, and the patient returned 6 months later with retrograde type a dissection and ascending thoracic aortic pseudoaneurysm, necessitating surgical repair. Coronal volume rendering shows a surgically repaired ascending aorta.

Manufacturer narrative:
As an event date is not available, the date of event will be noted as (B)(6) 2012 (the publication date ["jun 2012"] noted in the cited work). Johnson, pamela t., james h. Black, stefan l. Zimmerman, and elliot k. Fishman. "Thoracic endovascular aortic repair: literature review with emphasis on the role of multidetector computed tomography." Semin ultrasound CT mr. 2012 jun; 33(3):247-64. Doi: 10.4053/j.suit 2012.01.004.